Manufacturer narrative:
On august 5, 2021, mentor received additional information indicating that the suspect medical device was a 475cc mentor siltex round moderate profile saline (catalog: 3542680, lot: 5601070). On august 24, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor became aware that the provided date of implantation is well after the expiration date of the suspect medical device. Follow-ups are in progress and a supplemental report will be submitted when clarifying information is made available. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 12, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sal siltex rnd diap pkg 475cc breast implant had a line of shell wear on the anterior view. Leak testing was performed, in accordance with mentor procedures, and it revealed that the breast implant had an area of siltex cracking on the posterior view. Additionally, two tears (a and b) were found. Tear a was observed within siltex cracking and tear b within the shell wear, measuring approximately 0.7 cm y 0.5 cm respectively. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of continuous and sustained stresses to the device. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. A second product was received (6783429). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. On september 13, 2021, mentor became aware that the incorrect date of implantation has been provided and a best estimate of the date of implantation has been provided. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone breast augmentation revision with an unspecified mentor saline implant on the right breast, suffered right breast implant deflation, post-procedure. The deflation was diagnosed during a physical consultation. As a result, the patient underwent implant explantation surgery on (B)(6) 2021.